Event description:
It was reported that a small volume infusor had leaked. The device had been filled with fluorouracil by pharmacy. The nurse then connected the infusor to a non-baxter luer access and to a non-baxter mini set. This was then connected to the patient. About five hours after the infusion was started, blood was observed to have backflowed, from the patient, up the IV line and to the non-baxter luer. At this time the pump was noted to still be infusing. An unspecified amount of the chemotherapy drug leaked, however the patient?s skin was not exposed to the chemotherapy. The reporter specified that there was no loss of blood. Therefore there was no adverse event in association with this occurrence. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.